Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The bladder bag red port connector was loose from the toggle switch tubing. This was then reconnected and pressure chambers recalibrated. Device passed all functional and electrical tests. The problem source has been determined to be unknown.

Event description:
Information was received that a pressure gauge on a smiths medical level 1 trauma fast flow system did not increase. Both medication bags were reported to inflate insufficiently. Customer began manually pumping the product. No patient injury occurred.